Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem. A different device was used to complete the procedure. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.